Manufacturer narrative:
Additional information was received on (B)(6) 2015 with the following: on (B)(6) 2015, a (B)(6)year old male patient were to undergo a craniotomy stereotaxy device was not used the patients head was to be setup into the mayfield skull clamp a1059 the knob of the al 059 clamp opened. The length of time the product was in use before the event occurred was 20 minutes. The patient was not put to sleep yet so he was able hold his head. The skull pins that were initially used on the patient for the al 059 was removed and a horseshoe headrest was used instead. The procedure was completed. The only outcome was a delay in the procedure. There was no harm to the patient.

Manufacturer narrative:
Integra completed its internal investigation on 06/11/2015. Results: this device was manufactured on march 31, 2014, and a review of the (B)(4) that contained lot code 141 and serial number (B)(4) showed that this lot for a quantity of (B)(4) passed the required inspection points without mrrs, reworks or variances. There is no service history for this device. A two year look back for this reported failure and or related to "opened" for this product ID shows that 6 complaints were received including - this case. No new design or manufacturing trends have been identified. The returned unit has passed all specific functional testing requirements, except for the lock having rotational movement, when unit is properly positioned and put under pressure, unit would not have slipped. Unit needs heli-coils added to large starburst threads, general maintenance and cleaning required. Conclusion: in summary, we were unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however, general maintenance is required. A link has been provided to the customer that provides a training or refresher tool for basic cranial approaches with the mayfield skull clamp positioning system.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The skull clamp opened on a patient during installation. It was removed and a horseshoe headrest was used instead. The switch between headrest result in longer surgery time of 30 extra minutes because the patient was set for navigation with the mayfield a059 skull clamp initially. The patient was not injured. Additional information has been requested.